Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) defibrillation lead was exhibiting high impedance. The svc coil was capped and the lead remains in use. No patient complications have been reported as a result of this event.